Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery with the tfna nail. During the surgery, it was difficult to insert the nail, so that the sales rep suggested reaming of the medullary cavity. Since a guide rod had not been sterilized, the size of the nail was changed from10 mmx235 mm to 9mm 200 mm. The length of the nail was shorter, so that cement augmentation was performed to secure fixation strength. The surgeon believed that there was no problem with fixation. Procedure was completed successfully with no delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot : manufacturing location: monument manufacturing date: 13-apr-2023, expiration date: 01-apr-2033, part number: 04.037.014s, 10mm/125 deg ti cann tfna 235mm/right ¿ sterile, lot number: 5617p72 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection certificate, 04.037.014s-18-btq136733 / 3 met all inspection acceptance criteria. Packaging label log (pll), lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified.scn 25258 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition does not indicate breakage of the part or any of its components. Therefore, a review of the raw materials would not be pertinent to the reported complaint condition. Device history review : this lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.